Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, after completing one pass, the 3maxc was removed from the patient for flushing. While flushing the 3maxc, the hospital technologist noticed a kink near the hub. Therefore, the 3maxc was no longer used. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.